Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no damage to the battery compartment or moisture in the pump reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2017 with the following findings: there were no unexplained power interruptions observed in the pump's black box history. The pump was able to power on, however the display screen was blank. The pump was opened and no damage was found to the power circuit. A test display was inserted into the pump and it functioned as expected. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.